Manufacturer narrative:
Aspen surgical received a report from the distributor that product was found with seal issues. The actual device was returned for evaluation. The manufacturing lot numbers were also provided for review. A review of the sample confirmed the issue from the distributor. Analysis of the finished good lot numbers were reviewed. No non-conformance's were noted during the manufacturing process. According to the manufacturing process, these parts are manually loaded into recessed pockets on a packaging machine per specified work instructions. If incorrectly loaded or not orientated properly, the product interferes with the sealing process. Therefore a likely root cause for the seal failures may be attributed to an operator error. The pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Additionally, production supervisors were notified of this issue during the daily update meetings. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that batrik anti-fog was found with seal issues. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system for multiple lot numbers. The complaint references for these lot numbers are as follows: (B)(4) - lot 161103, (B)(4) - lot 160853, (B)(4) - lot 160851, (B)(4) - lot 152194, (B)(4) - lot 156293.